Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge went from 5% battery life to displaying 100%, after one minute of charging the pump. The customer disconnected the pump from charging. The next morning, a low power condition was noted as the pump had declared a low power alert. There was no reported impact to the customer's blood glucose level.